Event description:
Same case as MDR ID 2134265-2014-06274. It was reported that stent explantation, slow flow, st elevation and vessel dissection occurred. The target lesion was located in the saphenous vein graft (svg) of right coronary artery (rca). A 190cm filterwire ez¿ embolic protection device was successfully deployed to the distal svg. Then a 4.00mm x 28mm promus premier¿ stent was advanced and successfully implanted in the lesion. Upon trying to retrieve the embolic protection device, the basket was unable to be fully captured due to the amount of microemboli. The 190cm filterwire ez¿ embolic protection device was removed but the loop of the device was caught in the distal struts of the implanted stent. The embolic protection device was forcefully removed; however, it was noted that the stent was on the device. Vessel dissection was noted when the stent was explanted upon removal of the embolic protection device. The physician did not implant another stent after the 4.00mm x 28mm promus premier¿ stent was explanted. The 190cm filterwire ez¿ embolic protection device was damaged and the microembolic were spilled back in the vessel and moved to the microvasculature. The microemboli were not able to be retrieved. It was noted that the microvasculature was close to slow flow or no reflow. Multiple attempts were made to regain blood flow with vasodilators but unsuccessful. It was noted that the patient developed st elevation and was treated medically. No further patient complications were reported and the patient's status was stable and was doing well.

Manufacturer narrative:
Device evaluated by MFR: the actual stent was attached to a filter wire loop that was part of a related complaint investigation. The stent had detached from the balloon and was broken into 2 separate segments. Only the stent was returned for analysis with the filter wire and solidified blood was evident on the stent body. Part of the deployed stent was entangled on the distal portion in the filter wire loop and the other part was returned; wrapped in a gauze also; not attached or entangled in any other component. The entire stent was damaged with the stent struts stretched and distorted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2014-06274. It was reported that stent explantation, slow flow, st elevation and vessel dissection occurred. The target lesion was located in the saphenous vein graft (svg) of right coronary artery (rca). A 190cm filterwire ez embolic protection device was successfully deployed to the distal svg. Then a 4.00mm x 28mm promus premier stent was advanced and successfully implanted in the lesion. Upon trying to retrieve the embolic protection device, the basket was unable to be fully captured due to the amount of microemboli. The 190cm filterwire ez embolic protection device was removed but the loop of the device was caught in the distal struts of the implanted stent. The embolic protection device was forcefully removed however it was noted that the stent was on the device. Vessel dissection was noted when the stent was explanted upon removal of the embolic protection device. The physician did not implant another stent after the 4.00mm x 28mm promus premiers tent was explanted. The 190cm filterwire ez embolic protection device was damaged and the microembolic were spilled back in the vessel and moved to the microvasculature. The microemboli were not able to be retrieved. It was noted that the microvasculature was close to slow flow or no reflow. Multiple attempts were made to regain blood flow with vasodilators but unsuccessful. It was noted that the patient developed st elevation and was treated medically. No further patient complications were reported and the patient's status was stable and was doing well.

Manufacturer narrative:
(B)(4).